Event description:
It was reported that during testing at the user facility the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing,

Event description:
It was reported that during testing at the user facility, the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the trigger housing was cracked at the screw boss, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.